Event description:
It was reported that during an unknown procedure, air leaked when the forceps was removed from each device. Especially, air leaked a lot from 5mm trocar. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---8l/min. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no. Air leaked when a forceps was removed from the device. Was any torque being applied to the trocar or device? ---no. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.